Manufacturer narrative:
With the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation (af) as mv noise and, as such, the mv sensor was disabled. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had an atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) had concerns as there were no atrial tachy response (atr) markes on the electrogram (egm). Technical services (ts) indicated that there were no atr markers due to the actual programmed mode. However, it was noted that there was right atrial (ra) undersensing and high pacing thresholds. In addition, two signal artifact monitor (sam) episodes due to were observed due to fast atrial fibrillation (af). As a result, sam was turned off. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker had an atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) had concerns as there were no atrial tachy response (atr) marks on the electrogram (egm). Technical services (ts) indicated that there were no atr markers due to the actual programmed mode. However, it was noted that there was undersensing on the right atrial (ra) lead and high pacing thresholds. In addition, two signal artifact monitor (sam) episodes due to were observed due to fast atrial fibrillation (af). As a result, sam was turned off. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.